Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. There was no sensor wire present. The allegation was confirmed. The probable cause was unable to be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The wire remained in the patient¿s arm. The patient went to the emergency room (ER) where an x-ray was performed. There was no further intervention as the physician recommended not removing the wire if there were no complications. At the time of the report the next day the patient was doing okay. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.